Manufacturer narrative:
Product event summary: analysis was able to confirm the stated reason for return of broken output connector and it additionally noted that both bail covers were cracked. The unit was cleaned and inspected, the atrial output connector was replaced, both bail covers were replaced and the unit was retested on the automated test system and passed.

Event description:
It was reported that the external pulse generator had its port damaged, that it was broken when a cable was inserted. The generator has been returned for service. No patient complications have been reported as a result of this event.